Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 43 mg/dl. The customer also reported other blood glucose values such as 78 mg/dl, almost 400 mg/dl, 230 mg/dl. The customer reported that the insulin pump had unexpected suspend, failed battery, low battery, low reservoir and lost sensor. The insulin pump will not be returned for analysis.